Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said the device was removed. Patient said the ins was removed and they clipped the lead as close to the stomach wall as they could so some electrodes were left in. Patient wanted to know if they can have a MRI. Agent did not ask about the circumstances that led to the reported issue. Reviewed MRI guidelines